Event description:
It was reported that at implant, the helix of the lead appeared to be "sticky" during the repositioning attempts, proving difficult to extend and retract. The helix may have been bent on the first positioning attempt and was no longer considered normal during subsequent positioning. The lead was not implanted and was replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.